Event description:
It was reported that the insulin pump alarmed during the rewind process. Customer has treated with a manual injection. The blood glucose reading is 170 mg/dl. Customer stated that the drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with an alarm during basic occlusion test and unable to prime during the prime test due to loose drive support disk. The insulin pump had a missing end cap sticker.